Manufacturer narrative:
A patient death was reported to abbott. The patient died at home 8 days after the procedure with abbott components implanted. Based on the medical review of autopsy, it has been confirmed that the death was a cardiac arrest and is unrelated to abbot devices or the dbs procedure. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
Based on the medical review of autopsy, it has been confirmed that the death was a cardiac arrest and is unrelated to abbot devices or the dbs procedure.

Manufacturer narrative:
A patient death was reported to abbott. The cause of the patient's death is unknown. Additionally, no system complaints were reported nor were implanted products returned for analysis. All event information pertaining to this device has been reviewed and no product investigation is necessary at this time as the circumstances of the event have not been attributed to the implanted system. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
Abbott was notified on 19 mar 2024, that a patient in brazil passed away post dbs implant on (B)(6) 2024, due to unknown cause. Additional information has been requested. We will provide an updated report if additional information is received.

Event description:
Additional information received determined the cause of death was cardio-respiratory arrest.